Manufacturer narrative:
Update: 05/03/2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Update: 05/03/2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient was revised to address pain. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting; there was no allegation of metallosis or infection. No osteolysis or device loosening was noted at the revision. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/28/15 - disc 208 pfs and medical records received. Pfs identified patient dob, height, and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain. **update: 5/3/13 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. Update 1/28/15 - pfs received. Pfs identified patient dob, height, and weight. Pfs alleges patient suffers from pain. An unknown stem is now being added to address previous allegations of elevated toxic metal ions. The complaint was updated on: 2/4/15. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation with closed reduction and metallosis.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.